Event description:
It was reported that the device t-wave oversensing (twos) algorithm did not withold during an episode as it had is previous episodes. The deivce parameters, including sensitivity and partial plus blanking, were reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - (B)(6) 2008; 4194 implantable pacing lead - (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.